Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Attempt to charge and boot the unit was performed and failed due to call tech support error on the screen. Open receiver case for internal visual inspection was performed and passed. Measure the speaker resistance was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.